Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a series of incorrect pause, incorrect tachycardia, incorrect bradycardia and incorrect atrial fibrillation episodes. No intervention has been reported.